Event description:
Could not even walk [gait disturbance]. Feels like I have the flu [influenza like illness]. Short of breath [dyspnoea]. Been feeling lousy for four weeks [malaise]. Felt like it had gone through whole body in joints. She still has pain in joints [arthralgia]. Case narrative: this is a serious spontaneous case received from a consumer in united states. This report concerns a 76-year-old female patient who could not even walk, felt like she had the flu, short of breath, had been feeling lousy for four weeks, felt like it had gone through whole body in joints, and she still had pain in joints during treatment with euflexxa (sodium hyaluronate) solution for injection, unknown concentration and route of administration. Dosage regimen consisted of receiving one injection of euflexxa four weeks ago in her right knee, for osteoarthritis from unknown day in (B)(6) 2024 to an unknown stop date. On 08-jul-2024, the consumer called and reported she received one injection of euflexxa four weeks ago in her right knee. She reported that within 24 hours of receiving injection, she could not even walk. She stated it felt like it had gone through whole body in the joints and felt like she had the flu, short of breath, and been feeling lousy for four weeks. Consumer stated that at the time of this report, she still had pain in joints. The event of could not even walk was considered serious due to disability. The events of felt like she had the flu, short of breath, had been feeling lousy for four weeks, felt like it had gone through whole body in joints, and she still had pain in joints were non-serious. Action taken with euflexxa was unknown. At the time of this report the outcome of felt like it had gone through whole body in joints, and she still had pain in joints was not recovered. The outcome for the events of could not even walk, felt like she had the flu, short of breath, had been feeling lousy for four weeks was unknown. The patient's medical history includes hip joint replacements, with start and stop dates not reported. No concomitant medication was reported. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) (B)(4) and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.

Event description:
Could not even walk [gait disturbance]. Feels like I have the flu [influenza like illness]. Short of breath [dyspnoea]. Been feeling lousy for four weeks [malaise]. Felt like it had gone through whole body in joints. She still has pain in joints [arthralgia]. Case narrative: this is a serious spontaneous case received initially from a consumer in united states. This report concerns a 76-year-old female patient (bmi: 38.28), who could not even walk, felt like she had the flu, short of breath, had been feeling lousy for four weeks, felt like it had gone through whole body in joints, and she still had pain in joints during treatment with euflexxa (sodium hyaluronate) solution for injection, unknown concentration and route of administration. Dosage regimen consisted of one injection of euflexxa in her right knee, for pain due to osteoarthritis, administered on (B)(6) 2024. It was also reported that the administration of euflexxa was performed according to aseptic procedures. No anesthetic was used. Lot number: v19702a, expiry date: 28-apr-2025. On (B)(6) 2024, the consumer called and reported she received one injection of euflexxa four weeks ago in her right knee. She reported that within 24 hours of receiving injection, she could not even walk. She stated it felt like it had gone through whole body in the joints and felt like she had the flu, short of breath, and been feeling lousy for four weeks. Consumer stated that at the time of this report, she still had pain in joints. On (B)(6) 2024, the healthcare professional reported that the patient's problem with knee pain had been ongoing for years. The patient experienced stiffness. The pain was located primarily posteriorly, with radiation. At the time of this report, it was getting worse and was constant. Rated as moderate. Occurred with activity and rest, and it was reported to be the worst with walking and sit to stand. It was reported that the patient walks with assistive device. The patient's medical history included chronic pain, drug allergy: (cipro - high: angioedema - reaction: eye swelling, darvon - reaction chest tightness, macrobid: reaction: upset stomach, meloxicam: chest congestion, prilosec), thrombocytosis ((B)(6) 2022), non-toxic multinodular goiter ((B)(6) 2023), mixed hyperlipidemia, obesity, generalized anxiety disorder ((B)(6) 2021), essential hypertension, gastroesophageal reflux disease without esophagitis ((B)(6) 2021), gastritis ((B)(6) 2021), primary biliary cholangitis ((B)(6) 2023), spasm of bladder ((B)(6) 2021), arthritis of hip, degeneration of lumbar intervertebral disc ((B)(6) 2022), cervical radiculitis, pes anserinus bursitis ((B)(6) 2021), iliotibial band friction syndrome ((B)(6) 2021), avascular necrosis of the head of femur ((B)(6) 2022), generalized enlarged lymph nodes ((B)(6) 2023), liver enzymes outside reference range, bilateral osteoarthritis of knees ((B)(6) 2021), pain in left knee ((B)(6) 2021), low back pain co-occurrent with neuralgia of left sciatic nerve ((B)(6) 2022). The patient's surgical history included hip joint replacements ((B)(6) 2022 - left hip replacement; right hip replacement (B)(6) 2016), x-ray of the knee bilateral ((B)(6) 2020; result: degenerative changes kl grade 4 w/joint space narrowing on the right knee. Left knee showed tka w/components in good alignment; description of physical findings of the knee during physical examination: no acute distress, knee surgery ((B)(6) 2021), physical therapy, soft tissue x-ray chest abnormal, dilation and curettage of uterus, appendectomy, tubal ligation, removal of spleen total, biopsy of liver ((B)(6) 2023), manipulation of knee joint under general anesthesia ((B)(6) 2022), revision of left total knee arthroplasty ((B)(6) 2021), arthroplasty of knee ((B)(6) 2020), colonoscopy ((B)(6) 2009). The patient's family history included malignant tumor of urinary bladder, heart disease, malignant tumor of pharynx. The following past drug therapy was reported: covid-19 vaccine (last dose: (B)(6) 2023), tdap vaccine ((B)(6) 2015), influenza vaccine ((B)(6) 2022), pneumococcal vaccine ((B)(6) 2013). The event of could not even walk was considered serious due to disability. The events of felt like she had the flu, short of breath, had been feeling lousy for four weeks, felt like it had gone through whole body in joints, and she still had pain in joints were non-serious. Action taken with euflexxa was unknown. At the time of this report the outcome of felt like it had gone through whole body in joints, and she still had pain in joints was not recovered. The outcome for the events of could not even walk, felt like she had the flu, short of breath, had been feeling lousy for four weeks was unknown. The following medications were reported to be prescribed in the past: alprazolam 0.25mg tablet, clotrimazole 10mg, famotidine 20mg tablet, fluticasone propionate 50mcg/actuation nasal spray suspension, hydrochlorothiazide 25mg tablet, tylenol extra strength 500mg tablet, ursodiol 250mg tablet. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: internal # - others = (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators. Additional information received on 27-aug-2024 from the healthcare professional: patient's medical history, surgical history, family history, past drug therapy added. Medically confirmed field updated. New reporter: healthcare professional added as primary reporter. Date of the first injection was updated from (B)(6) 2024 to (B)(6) 2024. Lot number: v19702a and expiry date: 28-apr-2025 added. Indication updated from osteoarthritis to pain due to osteoarthritis. Patient's weight and height added. The procedure of hip replacement was updated to total replacement of left hip joint. Date of the procedure was added: (B)(6) 2022. Case narrative updated accordingly.